Manufacturer narrative:
The complainant indicated that the device is not available for evaluation. However, the device history record was reviewed and it has been determined that the reported lot, 9273869, met all specifications and had no anomalies relevant to this complaint upon its release. The lot has been involved in one other complaint, but for an unrelated issue during a separate event (loose suture). The february 2007 15 month trend chart for the multiple ligator product family was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. The complaint action limit of this product has not been exceeded. Due to the low number of increased complaints, the low magnitude of the number complaints and the low clinical severity of the failure modes, no further specific action is warranted at this time. Because this device will not be received by the manufacturer a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the reported event.

Event description:
The complainant reported that a patient (age and gender unknown) underwent esophageal band ligation by way of a speedband multiple band ligator device. It was reported that during the procedure, the bands failed to remain on the varices. The grade of varices was not reported. No other issues were reported. The procedure was completed successfully using a second speedband device. The patient did not experience any complications or ill effects as a result of the reported event.